Manufacturer narrative:
Additional information was added: the lot was manufactured from july 13, 2019 - july 16, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed evidence of a leak (droplets of liquid) inside the bag that contained the device. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) large volume infusor leaked ¿at the flow restrictor¿. The set was filled with 5-fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.